Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead exhibited undersensing. Programming changes were implemented; the device will continue to be monitored. The patient was in stable condition.